Event description:
The customer reported to baxter corporate product surveillance of one empty intravia container of which a nurse was unable to remove an unspecified IV set spike from the administration port after an infusion in the intensive care department. The customer is not certain which IV tubing was used but thought it probably was alaris pump tubing. Per the report, there is patient involvement; however, there is no report of patient harm. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.